Event description:
Mixed two doses of simplex with new artisan style mixer. Followed strict protocol but ended up with lumpy mixture. There was no adverse consequence for the patient or delay in surgery or anesthesia time.